Manufacturer narrative:
Of the five reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2020-06405. Of the reported four malfunctions, lot number was provided for one malfunction and the lot history review were performed. For one malfunction lot number was updated as unknown filter. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were received for three malfunctions and images were provided for two malfunctions. Therefore, for two malfunctions the investigation is inconclusive for detachment and for two malfunctions the investigation is confirmed for detachment it was additionally determined to have and confirmed for malposition of device. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicates that model rf048f vena cava filter allegedly experienced detachment of the device or device component. These information's were received from a various sources. All four malfunctions involved patient with no patient consequences. Of the four patients, two male patients' ages were 51 years and one female patient weighs 70 kgs. All other patient details were not provided.

Manufacturer narrative:
H10: for the five reported information, the samples were not returned to bd for evaluation. However, for one of the five malfunctions medical records were provided for review. The investigations for the five malfunctions were inconclusive for filter detachment as no sample was returned and no specific deficiency alleged in the provided medical record. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced detachment of the device or device component. This information was received from various sources. The five malfunctions involved patient with no known impact to the patient. The patient age, weight, and gender for the patients were not provided.

Manufacturer narrative:
H10: of the five reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2020-06405. H10: for the remaining four reported malfunctions, one lot number was provided and a lot history review was performed. All the samples were not returned for evaluation. However, for two of the malfunctions medical records were provided for review and for one malfunction images were provided for review. Tilt code was added additionally for two malfunctions and the investigation is confirmed filter limb detachment and filter tilt for two malfunctions. The investigations for the remaining two malfunctions were inconclusive for filter detachment. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use. H11: b5, d4(corporate lot no), g1, h6 (results). H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced detachment of the device or device component. This information was received from various sources. The four malfunctions involved patient with no known impact to the patient. Two male patients were reported as 51 years old. There was no other information provided for all the patients.

Manufacturer narrative:
For the five (5) reported information, the samples were not returned to the manufacturer for inspection/evaluation. However, for one of the five malfunctions medical records were provided for review. The company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
This report summarizes five (5) malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced detachment of the device or device component. This information was received from various sources. The five (5) malfunctions involved patient with no known impact to the patient. The patient age, weight, and gender for the patients were not provided.